Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. The reporter alleged moisture was observed behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons were responsive to user input. Corrosion was found in the battery compartment and behind the display lens. A leak was found in the battery compartment crack on the side. The keypad was removed to find no contamination. The pump cover was removed to find moisture on the keypad connector and printed circuit board.